Event description:
It was reported, that a cartridge alarm occurred, during insulin delivery. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.